Event description:
The customer contact reported an adverse event while the pump was in use. At 1045, the pump was programmed to deliver 210mg of taxol, for a duration of 180 minutes, and the delivery was started. No further programming parameters were provided. At 1300, the pt reported pain in her left forearm at the insertion site of the IV catheter. At this time, the nurse noted extravasation at the IV site in the pt's arm. The delivery was stopped and ice was placed at the site. The physician was notified. The pt was treated with an unspecified amount of solumedrol administered through the IV catheter. The pump was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing.